Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check therapy pad messages) has been confirmed. Upon investigation the monitor failed a baseline test for being unable to recognize ecgs and therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that the monitor case was damaged.